Event description:
The event is reported as: the cusotmer alleges that the device will not turn on.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial (B)(4) was manufactured on july 13, 2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.